Manufacturer narrative:
(B)(4). Incomplete firing cycle. The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 34 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device malfunctioned. It was not known how the case was completed. No additional information is available at this time. It is not known if the device is available for return or the customer has disposed of it. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what type of procedure was the device used in? Laparoscopic right colectomy. Please explain what is meant by the device malfunctioned? Stapler was seated appropriately but while he was activating the blade this became difficult and he had to push the lever to complete the cut and there were staples that appeared to not have closed. How was the case completed? Surgeon stated he manually over sewed the staple line but is still worried about anastamosis and leakage. Is the device available for return?